Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned bearing found signs of use (nicks, gouges, tool marks). The tibia tray was implanted and not returned to evaluate for a fit/mate issue. A backup bearing was utilized with no issues reported. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface was not able to lock onto the tibial tray. A replacement implant was used to complete the procedure. There was no surgical delay and no patient impact was reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). D10: medical product: biomet cc I-beam tray 67mm: catalog#141222, lot#j6997058. G2: foreign: china. The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.